Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-13763. It was reported the patient's surgical wound was swollen and possibly infected. The patient was placed on antibiotics. Follow-up information identified the patient met with her physician on (B)(6) 2013 and her physician believes the patient may not have an infection rather a severe skin irritation. The patient allegedly placed on antibiotics and has shown improvement.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.